Event description:
It was reported on (B)(6) 2025, a 27mm navitor vision valve was selected for implant. Pre-balloon aortic valvuloplasty (bav) was performed with a 23mm non-abbott balloon. The patient's annulus was measured with an area of 433.9mm^2 and a perimeter of 75.9mm. The patient's aortic angle was 53 degrees. During the procedure the valve was partially re-sheathed once. Due to significant calcification in the annulus, non-uniform expansion (nue) was observed. The implant depth at 80% and at final release was 3mm from the non-coronary cusp (ncc). During final release one retainer tab took a longer time to release. A 180 degree movement was made with the system and the retainer tab loosed, however the valve migrated upwards toward the aorta. Its final position was very shallow. The final gradient at the end of the procedure was 10mmhg. The patient was transferred to the intensive care unit (ICU). After 24 hours the patient's gradient increased to 25mmhg. After 48 hours the patient's gradient was 40mmhg. The patient status was discharged. The user believed the nue caused the valve to migrate. The gradient increase was believed to have been due the implant depth of 3mm.

Manufacturer narrative:
An event of difficulty separation problem, non-uniform expansion and migration of the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration was cascade effect of non-uniform expansion. Nue likely related to patient condition (excessive calcium) but cannot be confirmed. The cause of the separation problem could not be conclusively determined. It is possible procedural condition contributed to the reported event; however, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.